Event description:
Ventilator went into "sv occlusion" alarm and stopped working while on a patient. Biomed assessment: found exhalation filter loose due to the retaining bracket not being tightened completely. The exhalation filter is changed by the respiratory therapy department between patients. The unit functioned properly after the filter bracket was tightened. The cause of this occurrence was operator related. The ventilator was returned to service two days later.